Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital after receiving inappropriate shocks from the right ventricular (rv) lead. The rv lead was found to have t-wave oversensing. The lead integrity alert (lia) remote transmission shows oversensing with noise, high rate non-sustained, and sensing integrity counter (sic) episodes. The rv lead was reprogrammed; however, the patient received yet another inappropriate shock due to t-wave oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.